Manufacturer narrative:
Manufacturer's reference number: (B)(4) in the 3500a initial medwatch report, it was reported that this event was MDR reportable for ¿introducer stuck within the sheath¿. During an internal review of this event on 13-dec-2021, it was noticed that this event should have been assessed as ¿resistance with sheath¿, as well as ¿obstructed sheath¿ issues. The issue of ¿resistance with sheath¿ is not considered to be a MDR reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The issue of ¿obstructed sheath ¿ is not considered to be a MDR reportable issue. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event will no longer be considered MDR reportable. The h6. Medical device problem code was updated from failure to advance (a150204) to ¿device-device incompatibility (a1702) and obstruction of flow (a1409).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths - medium and the dilator was stuck within the sheath in both devices. It was reported that when attempting to insert the dilator, it would not insert into the sheath. The sheath was replaced and the issue remained with the same issue. The vizigo¿ was replaced once again and the issue resolved. No adverse patient consequences were reported. Additional information was received on 19-nov-2021. It was reported that when they were putting the dilator into the sheath and withdrawing there was resistance. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath. The dilator was stuck on the sheath and it was very difficult to pull back. Tubing was not being used on the patient when the issue was noted. Air did not enter the patient. The patient did not experience any neurological symptoms.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-02174 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). MFR # 2029046-2021-02175 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).